Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under sensing and possible loss of capture were noted on presenting electrograms (egm) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.